Manufacturer narrative:
Updated fields - b4, e1(event site state), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The patient was on a cs300 with an arrow iab. There was no blood in the helium tubing and no visible kinks in the catheter. Esp personnel advised that the iab catheter was not getinge, but provided several troubleshooting suggestions as if it were a getinge catheter. Also recommended that they consider contacting teleflex regarding catheter maintenance. Esp personnel suggested obtaining a chest film to confirm placement, which they were in the process of doing. The patient was on a ventilator with a peep of 8, and explained that higher peep levels can sometimes trigger gas loss alarms. They discussed tilting or log-rolling the patient and manipulating the sheath hub with a gloved hand to help reduce the alarm. Esp personnel also advised ensuring the leg remained straight and the patient remained still. Additionally, recommended decreasing the augmentation by 1¿2 bars to potentially reduce the frequency of the alarm, while noting that this would also decrease the level of therapy being delivered. The nurse stated that the patient was very ill and dependent on the pump, so this might not be an option. At the time of the call, the cs300 was pumping and did not alarm during our conversation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had rapid gas loss alarm. There was no harm or injury reported.